Manufacturer narrative:
Stryker completed an initial evaluation of the customer's device and verified the reported issue. Stryker determined the system board to be the cause of the reported issue. Stryker has informed the customer the v2 system board is no longer being available. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was not completing boot-up cycle during initial power on. Customer advised the monitor would not stay on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device was not completing boot-up cycle during initial power on. Customer advised the monitor would not stay on. In this state the device would be inoperable and defibrillation therapy may not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. The cause of the reported issue was determined to be the v1/v2 system board, which is no longer available. Device could not be repaired and was returned to the customer unrepaired.